Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice during use during drain 2 of 4. The patient had disconnected and reconnected. The baxter technical service representative (tsr) explained the alarm and instructed the patient to end therapy and use continuous ambulatory peritoneal dialysis or start over with new supplies to complete therapy. The tsr instructed the patient to contact their nurse in the morning. The patient stated she would call back if she decided to start over with new supplies. The tsr reviewed proper procedures per the user manual with the patient. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned baxter (B)(4) call on (B)(6) 2011 regarding the reported se 2240. The rn stated she was not made aware of the alarm, but the other rn might have known. The (B)(4) explained the cause of the alarm was due to use error, and recommended reviewing proper procedures with the patient again. The rn appreciated the follow up and stated that as far as she knew, the patient was continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error - air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow-up report will be filed.